Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient underwent surgery for peritonitis due to a perforation of the third portion of the duodenum. The tubing was removed and the patient was admitted to the intensive care unit. On (B)(6) 2021, a jejunostomy was initially placed for nutritional purposes. The patient's condition improved and the jejunostomy was used to infuse duodopa therapy. On (B)(6) 2021, the patient was then admitted to intensive care. On (B)(6) 2021, the patient was transferred to the neurology ward.

Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and peritonitis are know complications of complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.